Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump turned off. Customer changed the battery to resolve the issue and issues still persists. Troubleshooting was performed. Customer's blood glucose was 22 mmol/l. The customer is unable to treat with the device and does not have a back up plan. No damage to the device. No damage noted in the battery compartment. Customer does not use recommended battery for the device. The device was not dropped, bumped, or exposed to moisture. Customer was concern with high blood glucose, advised to take out battery for 15 min and clean the battery compartment with alcohol. Allow the contacts to dry and then insert the battery. Customer was advised if the display does not turn on then to call back. No further information reported.